Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at u1 pin on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer even though sound was on it still did not sound anything due to the fact that this insulin pump version had this issue before. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.